Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney. (B)(6) 2004 - the patient underwent bladder suspension procedure with implant of a non-bard/non-davol sling product, for the treatment of stress urinary incontinence. (B)(6) 2008 - the patient was implanted with a bard soft mesh during a tension free tape urethropexy, retropubic approach rectocele repair procedure, for the treatment of stress urinary incontinence. A podiatric procedure was also performed during this procedure.